Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on her back, beneath her arms, and under her breasts. The patient's physician recommended that the patient remove the lifevest to allow the irritation to heal. The patient treated the rash with an antifungal cream that she had received previously for an unrelated issue. The patient reported that the irritation was improving.